Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for dka. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer was taken to the ER because her blood glucose was over 600 mg/dl. The customer was admitted and transferred to ICU for a night before being transferred out of ICU. The customer was diagnosed with diabetic ketoacidosis (dka) and was put on an insulin drip and a diabetic diet. The pod was removed at the hospital.